Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter read inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that ¿2 weeks¿ prior to contacting lfs she obtained results of ¿128 and 298mg/dl¿ on the subject meter, within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lfs criteria for precision. The patient manages her diabetes with novolog insulin and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that ¿30 minutes to 1 hour¿ after the alleged issue occurred she developed symptoms of ¿shaky, dizzy, blurry vision, hot, cold and anxious¿ however denied receiving any treatment. During the call the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing steps and the test strips had not expired or been stored incorrectly. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.